Event description:
It was reported that during an implant attempt of a right ventricular (rv) lead the rv lead was repositioned many times trying to achieve optimal values. Once finding an appropriate site, it was noted the r-wave amplitude values were fluctuating constantly. At this time, the physician noted the original rv lead was breached. The rv lead was not used and was replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.